Manufacturer narrative:
H11. Corrected data: g3.3. Date received by manufacturer changed to 06/11/2023 as final customer response sent. Final conclusion: analysis of the returned device confirmed the reported issue. A short circuit on capacitor level led to the damage of the electrical tracks of the capacitors and protective diodes. The root cause of the short circuit cannot be determined with certainty. Most probably it is caused by 1. A flex arching fault at the bend in the flexible flex circuit, 2. Inserting a small external metal part not initially visible on the x-ray at device check. The review of the manufacturing records shows that the unit related to this report was released following all applicable procedures. This is an isolated case. This case will be retained and utilized for trend purposes.

Event description:
Reportedly, during a device follow-up the charge time test failed. It resulted in 40 seconds charging time. Suspecting a device malfunction, like capacitor issue, the decision was made to explant the subjected platinium dr defibrillator and replace it with a new device.

Manufacturer narrative:
Corrected data: g3.3. Date received by manufacturer changed to 02/10/2023 as returned device investigation received. Additional information: analysis of the returned device confirmed the reported issue. A short circuit on capacitor level led to the damage of the electrical tracks of the capacitors and protective diodes. The root cause of the short circuit cannot be determined with certainty the review of the manufacturing records shows that the unit related to this report was released following all applicable procedures. Further investigation and clarification are ongoing.

Event description:
Reportedly, during a device follow-up the charge time test failed. It resulted in 40 seconds charging time. Suspecting a device malfunction, like capacitor issue, the decision was made to explant the subjected platinium dr defibrillator and replace it with a new device.

Event description:
Reportedly, during a device follow-up the charge time test failed. It resulted in 40 seconds charging time. Suspecting a device malfunction, like capacitor issue, the decision was made to explant the subjected platinum dr defibrillator and replace it with a new device.